Manufacturer narrative:
Log files of the affected device as well as information from the tech about the repair were available for the investigation. The tech checked the device onsite, identified the motor and two further components to have caused the malfunction and replaced these parts. After replacement the device passed all tests and has bee returned to use w/ot further problems. The entries of the log file end before the reported date of the event. Nonetheless previous issues w/the ventilator motor are shown. The entries indicate a problem w/the exact parts that were replaced by the tech. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each pt use. In case the fabius shutes down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. The user can switch to manual ventilation as described in the instructions for use and all monitoring functionalities are still given.

Event description:
It was reported that the automatic ventilation of the device stopped while on a pt and an alarm "vent fail" was given. No pt injury was reported.